Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic ulcer repair procedure, when suturing the lumen together the needle fell into the cavity of the patient. The needle was retrieved by the surgeon using a lap hand instrument. They opened another device to resolve the issue to complete the case. The patient has no reported injury. The device is expected to be returned for evaluation.